Manufacturer narrative:
Reference record 1748016 catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2014, a patient in israel was started on duopa therapy. On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2020, the patient received unspecified antibiotics due to a suspicion that the peg outlet was inflamed.